Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely to the clinic with episodes of non-sustained right ventricular oversensing alert observed on the implantable cardioverter defibrillator. Upon examining the episodes, the oversensed signals appeared to be myopotential. Additional testing and programming changes were recommended. No patient symptoms were reported.

Event description:
Additional information - it was reported that programming changes were made to address the oversensing. It appears that the programming changes resolved the issue.